Event description:
It was reported that the patient was unable to set their ipg to MRI mode. Follow up identified that the patient's lead had migrated and, as a result, impedances were invalid. The patient underwent surgical intervention wherein the lead was explanted and replaced. Therapy was restored post-operatively.